Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented for elective orbital atherectomy to right coronary artery (rca) and percutaneous coronary intervention (pci). 7 french (fr) guide catheter was used with 7fr femoral access and wired with non-abbott guidewire. Predilation was performed using 2.0 x 12 trek rx balloon. A non-abbott microcatheter was used to exchange for the viperwire advance coronary flex tip guidewire. A diamondback 360 coronary orbital atherectomy device (oad) was advanced in rca and a retrograde treatment was performed at low speed followed by four antegrade and retrograde treatments. Distal vessel spasm was noted and was resolved with glyceryl trinitrate (gtn). The oad was removed without any issues. Proximal rca cutting balloon dilation was performed with a non-abbott balloon and a 3.5x48 xience skypoint was deployed. Post dilation was performed 4.0 x 15mm balloon with multiple inflations along the stent length. Guide catheter appeared deeply seated in proximal rca. Guide was repositioned and no complications observed with the vessel. Non-abbott intravascular ultrasound (ivus) was inserted to assess post stent deployment. The stent was well expanded and no issues were noted on ivus imaging. Upon removal of ivus catheter, guide and ivus catheter both appeared to jump back into the aortic ostial region. Post removal of ivus, angiography images showed ostial rca dissection. The stent remained patent as show by contrast flow. Due to loss of wire position, the physician re-wired vessel and confirmed intraluminal wire position. A 4.0 x 23mm xience skypoint, stent was placed overlapping the original stent extending to ostium. During this time, the patient was symptomatic of chest pain, elevated heart rate and blood pressure. The patient stabilized post stent deployment and administration of pain relief medication. Final angiographic images were taken and some contrast staining was noted within the aorta. Urgent echocardiogram was ordered for confirmation of minor pericardial effusion. The patient was booked for contrast computed tomography, referred for cardiothoracic review and intensive care unit bed for conservative management. In the opinion of the physician, the complication was unrelated to the oad and was caused by iatrogenic guide induced dissection. In the opinion of the physician, vessel dissection caused patient's chest pain. The physician believed temporary reduction in flow due to vessel dissection caused patient's hypertension and orbital atherectomy did not contribute to chest paint, elevated heart rate and high blood pressure. The patient was in the intensive care unit for a short period of time. It is unknown when the patient was discharged. The patient was stable.